Manufacturer narrative:
Device evaluation results: one cadd solis hpca pump was returned for investigation in used condition. The pump was repaired by the german service center prior to the device malfunction allegation. The pre-test/repair notes indicated the following: the device had an incorrect accuracy. " this complaint was not confirmed during functional testing at the investigation site. The pump was found to functioning as intended. The device allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump had incorrect accuracy during an accuracy test performed by the customer at the customer facility. There was no patient involvement.